Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Lot 17e003 was manufactured may 1, 2017 - may 2, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder rupture occurred during setup and prior to patient use. The infusor was filled with cefoxitin 6g and 240ml normal saline. There was no patient involvement. No additional information is available.